Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the abdomen on (B)(6) 2024. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).